Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that to clarify the overdose, there was no device issue. No overdose was determined, the patient had other medical issues at the time. The pump was reduced to "tko" until the patient could see provider in office. The patient was diagnosed with pneumonia, dehydration and urinary tract infection. The patient was started on two antibiotics.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving unknown baclofen and unknown morphine via an implantable infusion pump for intractable spasticity. It was reported that the patient overdosed on (B)(6). The hcp did not know if there had been a recent pump refill, programming adjustments, etc., and the patient's intrathecal baclofen doctor had not been contacted yet. The hcp inquired about programming the pump "off". The hcp did not have access to a clinician programmer. No further complications were expected or anticipated.